Event description:
Same case as mfg# 2134265-2010-02346. It was reported that during a percutaneous coronary intervention, a dissection occurred. The physician was treating in-stent restenosis of a previously placed stent located in a mildly tortuous mid left anterior descending artery. A 2.50x20mm apex balloon was advanced and the distal end of the stent was dilated multiple times. During the last inflation attempt, a dissection occurred. The dissection was treated with 45 minutes of balloon tamponade using a shorter apex balloon catheter and reversal of anticoagulant medication. There were no further patient injuries or complications reported. Patient status is listed as ¿ok.¿

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).